Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. It was noted that the front connector was damaged. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4): damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for eval. The cpc connector is plastic and found to be out of the 12 o'clock position. There is a loose part rattling around inside the unit which could not be found.